Manufacturer narrative:
S/w version = 4.11j. Retainer ring = black. Customer returned pump for an alleged low battery alert found on (B)(6) 2021. Pump passed displacement test, active current measurement and self test. Pump received with high sleep current and failed sleep current test, problem isolated to pcba 2. Successfully downloaded pump history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No low battery alert during testing, however, confirmed pump alarmed low battery alert on 08/24/2021 at time 16:52:00.000 due to faulty external battery. Pump was cut open to perform visual inspection and found no physical or moisture damage on the electronic assembly. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: pillowing keypad overlay. Pump received with high sleep current, problem isolated to pcba 2. Pump alarmed low battery alert on 08/24/2021 at time 16:52:00.000 due to faulty external battery. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer received a low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. However, the customer will discontinue use of device